Event description:
Reporter stated that a patient's blood glucose was measured, using the performa system, with a result of 11.0 mmol/l. Patient's blood glucose was reportedly retested, on a blood gas analyzer, with a result of 6.0 mmol/l. Reporter stated that patient was given insulin, via pump, by a physician. Reporter also noted that, on another occasion, a patient's blood glucose measured, on the performa system, with back-to-back results of 21.6 mmol/l and 10.0 mmol/l. No adverse event associated with the alleged malfunction was reported. The suspect test strips were not returned to the manufacturer for evaluation.

Event description:
Reporter stated that the inform meter short-circuited. No adverse event associated with the malfunction was reported. The suspect product was returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B) (6): device not returned to manufacturer.